Event description:
Patient had original right total knee arthroplasty (rtka) in 2005. Pt returned to surgery for loosening of the implant and long term right knee pain, which was not relieved with conservative measures. Patient had total knee revision due to implant "failure."